Event description:
Customer (pt's mother) reported the size of the product is not consistent and that some of the straps are too short and the hook and loop is too wide. Also, the hook and loop is not sewn on straight and the hook and loop edges are very sharp. As a result her daughter suffered what appear to be cuts on her neck. This product is intended for neonatal and infant necks. The date when the issue was discovered was not provided.

Manufacturer narrative:
Pt sex: unk. Product was requested to be returned for eval and has not been received. Note: multiple attempts have been made to obtain additional info about the pt and product status. Note: this submission is based on the user reported issue statement. The pt and product status is unk. (B)(4).